Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. The device has not yet been received by apollo. Device labeling addresses the reported event as follow: precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the orbera system include: -balloon deflation and subsequent removal.

Event description:
Reported as: a patient with the orbera intragastric balloon had "complained of green urine." The device was removed.

Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The balloon shell was noted to be discolored, as it was purple in appearance. White particles were noted on the outer surface of the balloon shell. The center patch was noted to be discolored, as it was blue in appearance. Yellow particulate matter was noted in the valve channel. A valve test was performed, and when di water was injected into the device valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from five separate openings on the balloon shell: four openings were located on the anterior portion of the shell, and one opening was located on the posterior portion of the shell. Under microscopic analysis, all openings on the shell were noted to have striated edges, consistent with damage from a surgical tool, and surgical damage from device removal activities. Yellow and black particulate matter was noted on the inner surface of the valve channel.